Event description:
The dentist reported that 6 months after the dental implant was installed in intraoral region #7 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was not performed.